Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure not provided - "disposable premium trocar system universal (12 mm disposable seal with stopcock) broke (black rubber piece came out of center) when surgeon attempted to put trocar through and pull it out." Additional information received via email from distributor on january 18, 2017 - it was believed that the rubber seal detached when the obturator was first put through the cannula, as the surgeon attempted to use the apparatus and deemed it not functioning. The surgeon then removed the apparatus from the patient and when examining it for why it was not working, removed the obturator from the cannula, and it was obvious the rubber seal was detached/broken. The seal did not fall into the patient as far as the distributor knows. Patient status - "no adverse patient event/patient harm reported".

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.